Event description:
Biomet m2a metal on metal hip prosthesis implanted by (B)(6) m.d. (B)(6). On (B)(6) 2011. Complaint to m.d. From 4th month post implant told problem not hip. Dates of use: (B)(6) 2008 - (B)(6) 2011. Diagnosis or reason for use: avn.